Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation flow: damage. Visual inspection: the xpdm quick-con si poly screwdriver (part # 279712400/ lot # mi78302 ) was received at us cq. The distal tip of the device has completely broken off. No fragments were returned. The anodization of the screw driver¿s color ring has worn off. No other defects were identified. The received condition was consistent with the complaint condition thus the complaint is confirmed. Device failure/defect identified? Yes; distal tip was broken and color ring was discolored. Dimensional inspection: since distal tip has completely broken off, shaft diameter just proximal to breakage was measured. Document/specification review: drawing(s) reviewed: since exact date of manufacture was not determined, the current drawing revisions were reviewed. Conclusion: the overall complaint was confirmed for the received xpdm quick-con si poly screwdriver (part # 279712400/ lot # mi78302 ) as the distal tip of the device has completely broken off. There was no evidence of the threaded tip after the breakage. The reported condition of embedded device cannot be confirmed as there is no evidence in images/x-rays of the broken part. However no product design issues or manufacturing discrepancies that would contribute to the reported complaint condition were identified during this investigation. No new, unique or different patient harms were identified because of this evaluation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device history lot: a review of the receiving inspection (ri) for xpdm quick-con si poly scwdrvr was conducted identifying that lot number mi78302 was released in a single batch. Batch1: lot qty of (B)(4) units were released on oct 22, 2019 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device history review : the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Updated concomitant devices: 5.5 exp verse fen scr 6.0x40 (part 199723640s, lot unknown, quantity 4); 5.5 exp verse fen scr 5.0x40 (part 199723540s, lot unknown, quantity 2); 5.5 exp verse fen scr 7.0x40 (part 199723740s, lot unknown, quantity 2); viper t27 iliac screw 8x80, ti (part 179706880, lot unknown, quantity 2); 5.5 exp verse unitized set scr (part 199721001, lot unknown, quantity 8); single-inner setscrew (part 179702000, lot unknown, quantity 2).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: a review of the receiving inspection (ri) for xpdm quick-con si poly scwdrvr was conducted identifying that lot number mi78302 was released in a single batch on october 22, 2019 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. H3, h6: a product investigation was completed: the distal tip of the device has completely broken off. No fragments were returned. The anodization of the screw driver¿s color ring has worn off. No other defects were identified. The received condition was consistent with the complaint condition thus the complaint is confirmed. Since distal tip has completely broken off, shaft diameter just proximal to breakage was measured, and was found to be conforming. The current drawing revisions were reviewed. The overall complaint was confirmed as the distal tip of the device has completely broken off. There was no evidence of the threaded tip after the breakage. The reported condition of embedded device cannot be confirmed as there is no evidence in images/x-rays of the broken part. However, no product design issues or manufacturing discrepancies that would contribute to the reported complaint condition were identified during this investigation. No new, unique or different patient harms were identified because of this evaluation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, a patient underwent the re-arthrodesis procedure of a patient's previous l3-ilium fusion due to loosening of screws. Surgeon successfully removed l3-il the purchase of each. At s1 on the left, surgeon tapped with an 8mm expedium tap and inserted a 8x40mm viper cortical fix fenestrated screws (where 7x40mm screw was removed). Upon almost fully seating the screw, he heard a breaking sound. He removed the screw driver and noticed the tip of the expedium spring loaded screwdriver had broke. The tip remained inside the t20 fitting. It was recommended to surgeon of removing the tip otherwise the rod would not be able to fully seat correctly and lock the tulip head in place. Surgeon asked for a small rod and set screw to access. He inserted both and said it worked just fine. He removed the small test rod and set screw then proceeded to insert the right s1 screw. The scrubbed in assisting fellow surgeon on the patient's right side continued to tap s1 on the right with an 8mm expedium tap. He was in charge of placing the right sided screws. Upon tapping with an 8mm expedium tap and inserting a 8x40mm viper cortical fix fenestrated screw he experienced the same screwdriver tip breakage. This time he did not test the rod seating with a small test rod and set screw. The surgeons proceeded to complete an l2/l3 decompression and then selected the appropriate length rods. They inserted rods, set screws and final tightened the construct. There was a five (5) minutes surgical delay, procedure outcome was unknown. There was no patient harm/consequence. This report captures the intra-op event of screwdrivers breakage, while related complaint (B)(4) captures the post-op event of loosening of screws and required a re-arthrodesis. Concomitant device reported: unknown 8x40mm viper cortical fix fenestrated screw (part # unknown, lot # unknown, quantity 1). This report is for one (1) xpdm quick-con si poly scwdrvr. This is report 2 of 2 for complaint (B)(4).